Manufacturer narrative:
It was noted neither of the products are expected to be returned as they were disposed of by the hospital.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. The patient was brought into the office for follow-up where the noise was able to be recreated in all three sensing vectors. Electrode damage is thought to be the cause of the noise. The physician is considering a revision procedure. Further review found that previous x-rays showed a strong bending in the electrode. Additional information was received that the electrode and s-ICD were both explanted as during the procedure no electrode damage was present. It was noted neither of the products are expected to be returned as they were disposed of by the hospital.

Manufacturer narrative:
T was noted neither of the products are expected to be returned as they were disposed of by the hospital. This report is being filed to remove an impact code that was inadvertently entered on the last report.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. The patient was brought into the office for follow-up where the noise was able to be recreated in all three sensing vectors. Electrode damage is thought to be the cause of the noise. The physician is considering a revision procedure. Further review found that previous x-rays showed a strong bending in the electrode. Additional information was received that the electrode and s-ICD were both explanted as during the procedure no electrode damage was present. It was noted neither of the products are expected to be returned as they were disposed of by the hospital.